Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "capsular contracture (baker grade unknown)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture (baker grade unknown) and gel bleed.

Event description:
Patient reported via regulatory agency events of "sudden and intense pain/pressure over heart with burning and numbness down left arm. Capsular contracture (baker grade unknown), and pain. Implant folding chronic breast inflammation and gel bleed". This is for the left side. Device has been explanted.